Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. (B)(4).

Event description:
It was reported that there is a green horizontal line flickering occurring right when the scope is first plugged in. Sometimes it gets so bad where the green horizontal lines become a flash disruption of the image. This has happened to multiple scopes and some have worse flickering or flashing of the image. At times it ends up where the scope completely dies and it goes back to the blue dashboard screen. They were able to complete the procedure after opening a new scope which was a reusable one instead of a disposable scope. No negative impact in state of health reported.

Manufacturer narrative:
The device was returned on may 14, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).